Event description:
Health professional reported a lap-band system removal w/o replacement. The pt presented with reflux and vomiting a short time after the device was implanted. The physician would loosen the band, by removing saline, and then the pt would feel no restriction and gain weight. The pt experienced a series of this same event until the device removed. The explanted device is not available for return as it has been discarded. F/u findings: health professional reported the pt presented with abdominal pain. An "upper gastrointestinal (gi) was done post [implanting] surgery before the pt was discharged to make sure the pt can swallow food." The pt did not have any difficulty swallowing food. The rptr of the event had no further info regarding the device serial number.

Manufacturer narrative:
(B)(4). The device associated with this report has not been returned and was discarded after surgery. Based upon the model number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event had no further info regarding the device serial number. Vomit, reflux, inadequate weight loss and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." Device labeling addresses the reported event of vomit, reflux and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."